Manufacturer narrative:
Results: death.

Event description:
One driver stent was implanted in an unknown lesion. Stent implantation details are unknown. It was reported that 5 years post initial stent implant, the patient arrested at home. The patient was brought to the hospital but expired of ischemic heart disease. No further information available.